Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high out-of-range (oor) pacing lead impedance measurements of greater than 2000 ohms. It was also reported that noise was reproduced upon isometrics and was subsequently found out that there was damaged in the lead body. This rv lead was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.